Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One opened sample was returned for review. Visual inspection found only the y-site catheter hub the stylet returned. The catheter tubing and strain relief were missing and were not returned. The stylet and the y-site port plug were still connected. To the catheter hub. Without the complete device to examine, determining a definite root cause for the separation can only be speculated. A possible root cause may be due to an operator error in regards to the bonding of the luer, bushing, and tubing assembly. Possibly, a lack of bonding solution, improper seating of the bushing, or insufficient cure time resulted in the reported issue. There have been no other complaints regarding this issue with this part number or lot number; therefore, the reported issue was most likely an isolated event. Since the reported issue was most likely an isolated event, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A customer reported ¿I did have one that my inserter tried to place and the luer lock end came apart from the wire so she couldn¿t place it.¿ event occurred during insertion. Wire broke apart from leur lock end causing it to be in 2 pieces. No patient harm, another non- trial catheter was used. The product is available for return.